Manufacturer narrative:
(B)(4). The customer reported that the unit showed a power interrupted screen message. The unit was evaluated at philips. The reported failure could not be reproduced. We cannot determine the cause of this failure as the failure could not be reproduced.

Event description:
The customer reported that the unit showed a power interrupted screen message.